Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. The issue was addressed in a separate complaint file by replacing the station's backup battery. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding while nurses were trying to remove medication. The customer added that by logging in immediately after being logged out, users were able to remove the required medication. The reported procedure was a continuous ambulatory peritoneal dialysis insertion/laparoscopic, and the required medication was fentanyl and propofol. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section d4: corrected primary unique device identifier number.corrected information in h4: initially the device manufacturer date was incorrectly updated as 30-mar-3017 and now corrected into 30-mar-2017.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d5, e2, e3, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 04-dec-2021 to 04- dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was showing sudden error "cannot dispense". The technical support specialist remotely moved into the system and discovered that the user was experiencing difficulties with her fingerprints. After resetting her account, this particular issue seemed to be resolved, however, the primary concern regarding the dispensing of controlled substances continued. The technical support specialist was unable to replicate the reported problem, as the customer did not have any further information to offer. The customer stated that the issue was resolved itself. The case was closed. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding while nurses were trying to remove medication. The customer added that by logging in immediately after being logged out, users were able to remove the required medication. This malfunction caused a delay in therapy. The reported procedure was a continuous ambulatory peritoneal dialysis insertion/laparoscopic, and the required medication was fentanyl and propofol. There were no adverse events or injuries reported based on this event.